Manufacturer narrative:
Manufacturers investigation conclusion: a direct relationship between the device and the reported event could not be conclusively determined through this investigation. It was reported that no autopsy was performed and the pump was not explanted. Therefore, no product was available for investigation. Sepsis and local infection are listed as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The patient care and management section of the hm3 IFU provides information regarding controlling infection. This sections states that ¿infection among implantable lvad patients is common, especially in patients with multi-system organ failure who require prolonged stays in the ICU.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 23 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient expired on (B)(6) 2019 due to septic shock with multi organ failure. Reportedly, the outcome was device related. No autopsy was performed and the pump was not explanted. No additional information was provided.